Event description:
It was reported that the dental implant failed since it fractured in the neck. The doctor indicates in the per form that the surgical act was concluded with the placement of another implant. The doctor reports "pain."

Manufacturer narrative:
Zimvie complaint number (B)(4). Weight unknown / not provided. Email address unknown / not provided. PMA/510(k) number : k011028 and k013227.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. One impl tapered scr-v ha 3.7 mm 3.5mm 13mm (tsvh13) was returned for investigation. Visual evaluation of the as returned implant identified fracture at the collar. Functional testing could not be performed since the product was fractured. Pre-existing conditions noted on the per were moderate bone density ¿ type ii and bruxism. The reported device had been placed on tooth #46 (fdi) for approximately 9 years. DHR review for the lot (62263891) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62263891) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.